Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with unknown antibiotics. It was not reported if the patient was hospitalized. Dianeal therapy was ongoing. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13e31025 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).